Event description:
It is reported that a customer was hospitalized for high blood glucose of over 600 mg/dl. The customer was treated for the high blood glucose with a manual injection of insulin. The customer was informed that there could be many reasons for high blood glucose. The customer could not trouble shoot because they were driving at the time and had declined to speak with the help line. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.